Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and replaced the analog interface (ai) printed circuit board (pcb), breath delivery unit (bdu) printed circuit board (pcb), motherboard (pcb), inspiratory module printed circuit board assembly (pcba), and the pneumatic cover.

Event description:
It was reported that the ventilator emitted smoke from the ventilator ports. The ventilator was not on a patient at the time of the event.

Manufacturer narrative:
(B)(4). Customer has declined repairs to ventilator due to the extent of damage to the ventilator. Per customer ventilator will be retired. No parts where replaced. Covidien was not authorized to evaluate the device.